Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the stent wraps. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lesion was pre-dilated. Resistance was noted while advancing the device to the lesion. The device failed to cross the lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely calcified, severely tortuous lesion located in the right coronary artery (rca). There was no damage noted to the packaging. The device was inspected with no issues noted. It was reported that stent deformation occurred in vivo during positioning/advancement. The procedure was completed. The patient was reported to be alive with no injury.